Event description:
Product was returned for investigation. An exterior physical visual inspection was performed and passed. A voltage check was performed and passed. A pairing test/download was performed and passed.

Manufacturer narrative:
B5 product was returned for investigation. Exterior physical visual inspection: passed. Voltage check: passed. Pairing test/download: passed. D9 --device available from investigation. G6 --follow up 001. H2 --device evaluation. H3 ¿yes. Device evaluation attached. H6 --10, testing of actual/suspected device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be the transmitter and display device were unable to complete a data transfer. The reported event of a pairing failure is reportable based on the finding of the signal loss over one hour. No injury or medical intervention was reported.